Manufacturer narrative:
Hologic product applications specialist (pas) reviewed logs and noticed a delay in transition from the luminometer curves for the autodetect 2 (ad2) liquid; this could have made the sample in question a false positive. Technical support (ts) relayed pas review and informed customer that it would be up to them to decide to retest the sample. Customer confirmed the initial positive result was not reported out, and they retested the sample on another panther, resulting in a valid negative. Field service engineer (fse) eventually went onsite to replace the ad2 pump, solenoid valve, and fluid line-sets to resolve this hardware issue. Instrument was operational with no further issues reported. As part of eua agreement, FDA requires all aptima sars-cov-2 assay questioning results and false results (confirmed or not) complaints to be reported as malfunction MDR.

Event description:
Customer reported some invalid samples from their sars-cov-2 tma runs on panther plus instrument (B)(4). From the log review, hologic technical support (ts) and product applications specialist (pas) found hardware failures that may have affected one potential false positive in wl (B)(4). Using assay lot 316487. The sample in question was a low positive (645 rlus) that could possibly not repeat when retested. The information provided by the customer was insufficient to characterize the sample as a confirmed false result. The result was not reported to the patient.